Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the trident reamer handle will not clip down to attach to the reamers. The case was completed using competitor reamers with a 5 minute delay to surgery.

Manufacturer narrative:
An event regarding assembly issue involving an acetabular reamer handle was reported. The event was not confirmed. The returned device is a source controlled device; evaluation was performed by the supplier, greatbatch medical. The supplier indicated, "a reamer attachment simulator was used to check the reamer attachment coupling. No issues were observed. A power adaptor simulator was used to check connection with the power adaptor. No issues were observed. The complaint sample appeared to be brand new and showed little to no signs of use. The returned device was etched per applicable drawings." Medical records received and evaluation: not performed since no patient involvement was reported. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The investigation could not be confirmed as no failure was detected on the complaint sample. See supplier investigation results attached for further information on the supplier¿s assessment. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the trident reamer handle will not clip down to attach to the reamers. The case was completed using competitor reamers with a 5 minute delay to surgery.